Manufacturer narrative:
Investigation indicates that the user did not complete an action (couch shift) from their daily qa. They proceeded to treat the first pt of the day, applied the incorrect shift, and treated the pt at the incorrect couch position. The same sequence of events could result in a serious consequence if a critical structure or organ received more radiation then what was originally prescribed. The degree of harm is dependent on the amount of radiation delivered. The facility has declined to provide further info. Varian will continue efforts to obtain further details from the facility regarding the misadministration. If add'l info is obtained, a supplemental MDR will be submitted. Varian ref: (B)(4).

Event description:
The pt was treated with the couch at 110 mm longitudinal, other treatments were at 145 mm. Service rep and physicist determined that the cbct morning qa shift was not completed prior to pt treatment. A pt misadministration occurred; however, the facility has declined to supply details.